Manufacturer narrative:
H.6. Investigation summary: bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer's indicated failure mode for a loose cap with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to loose cap was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd microtainer® contact-activated lancet the cap or shield is nearly detached. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the shield is nearly detached.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd microtainer® contact-activated lancet the cap or shield is nearly detached. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the shield is nearly detached.